Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with recorded episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) recorded by the implantable cardioverter defibrillator (ICD). The device was reprogrammed to address the issue. There were no patient consequences.